Event description:
As reported by the user facility: reason of complaint: broke off in patient, potential infection risk. 3.5cm of the IV catheter was retained in the patient's skin upon removal of the device. This patient then had to be transported to a higher acuity hospital to have the remaining catheter surgically removed. As part of an internal nonconformance, this importer MDR is being submitted retroactively. Please note that the associated manufacturer MDR for this event, 9610825-2025-00688, had already been previously submitted timely on 03dec2025. As b. Braun medical, inc. Submitted the manufacturer MDR on behalf of the manufacturer, the importer MDR was inadvertently missed.